Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (cannot run detect and treat testing) has been confirmed. Upon investigation the electrode belt distribution node to rear cable was severed from the distribution node housing. The root cause for severed cable was unable to be positively identified. There were no adverse events associated with the damaged electrode belt.

Event description:
A us distributor reported that an electrode belt was unable to complete essential performance testing.